Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor of a large volume folfusor was loose and solution leaked into the cover bag. The device contained cloxacillin 12 g in saline, with a final volume of 250 ml. This was discovered when unpacking the transportation box. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, f10/h6: medical device problem codes (update a1205 to better capture event), h6 (update codes), h11 h4: the lot was manufactured may 29-30, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside a bag that contained the folfusor device which suggested a leak occurred. The photo also shows cause of leak was due to tubing broken off at the solvent-bonded junction of the flow restrictor. The reported condition was verified. The cause of the condition may be due to extra solvent present from manufacturing which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.